Event description:
Customer states that they are getting kv and filament failed messages on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and was unable to duplicate this error. However, the event log shows these error along with images that show the unit was in digital cine mode for over 12 minutes which over exhausted the batteries and over heated the system and for safety reasons the unit would not operate any longer. Instructed the customer on the use of digital cine and other options like pulse mode to keep the system functioning as intended.